Manufacturer narrative:
G4: 18feb2020 b4: (B)(6)2020. Several attempts were made with no response from customer. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019. The customer replaced the pm (power management) board recently and now the same issue is back. Customer reports that the unit is logging 1115 & 111b, which is consistent with auxiliary alarm supply failed (1115) and 35 v (voltage) supply failed (111b). Customer used a volt meter to verify the power supply voltage.

Event description:
The customer reported unit alarming while on a patient vent back up alarm failed, post 35v failed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.